Event description:
Customer reportedly obtained results of 221mg/dl, 289mg/dl, and 46mg/dl on the advantage system. Caller reports 46mg/dl may be a glucose control result, but is not sure. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.